Event description:
The customer reported the ventilator alarmed proximal pressure sensor autozero failure. The device was in use. No harm was reported. The customer could not reproduce the error. The remote service engineer advised the customer to perform testing and provided the part numbers for a replacement data acquisition board and solenoids three (3) and four (4). Further information is pending.

Event description:
The customer reported the ventilator alarmed proximal pressure sensor autozero failure. The device was in use. No harm was reported. The customer could not reproduce the error. The remote service engineer advised the customer to perform testing and provided the part numbers for a replacement data acquisition board and solenoids three (3) and four (4). Further information is pending.

Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Based on the information provided and/or service performed, the customer's alleged malfunction was not confirmed.